Manufacturer narrative:
The mis single inner set screw was not returned for evaluation. A device history record review could not be conducted as the device lot number is unknown. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Without the screw, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If the device becomes available, an investigation will be conducted and a follow up report filed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Postoperatively loosening of locking screw.